Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb), to resolve the malfunction. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator generated communication failure. There was no patient involvement.